Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, a9d48v, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? At first glance they seemed properly formed if yes, was the staple line complete? Yes but bloody did the device cut? Yes if yes, was the cut line complete? Yes if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No but the stapler didn¿t open was there any difficulty opening the device? Yes if yes, how was the device removed from the patient? With the manual override if yes, did the jaws eventually open? After manual activation of manual override is the current patient status known? Yes he¿s ok at home was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Yes. After some days he had a fistula on the staple line so the surgeon had to re-operate him what procedure was performed? Colic anastomosis what tissue was the device fired upon? Colon please clarify whether the this was a fistula or anastomotic leak. The surgeon said that it was a fistula did the patient have active crohn's disease and/or inflammation? No please clarify 'intestinal ricanillazation'. When they cut off the intestinal deviation and, with a stapler, perform the colic anastomosis clarify indications of diagnosis. The patient had a colon cancer.

Event description:
It was reported that during an unk procedure, the device blocked with tissue between the jaws and it was not possible to cut and suture. The stapler was reopened, removed the tissue and a new device used. A perianal fistula suspected in stoma in patient with chron disease; intestinal ricanillazation.